Manufacturer narrative:
(B)(4). Device evaluated by MFR.: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified stent damage. The proximal end of the stent was bunched in a distal direction exposing the proximal end of the balloon. The distal end of the stent was undamaged. The manufacturing data for this device was reviewed and there were no anomalies highlighted. The maximum crimped stent profile was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were crimp markings evident on the exposed balloon wall. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified a kink at approximately 80mm distal from the port bond. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing crimp data for this device was reviewed and there were no anomalies highlighted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 20-sept-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad). Following pre-dilatation, a 3.00 x 20 synergy¿ stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good. However, returned device analysis revealed stent damage.